Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2016, the patient reported experiencing "a zinger" from the device if she rolled on it while in the supine position. The patient reported that she fell (not related to the therapy) directly on the ins. The patient experienced the "zinger" at the battery if she was in the supine position and rolled on the device. The patient also reported tenderness to the touch at the site. No action was taken, and the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis included uncomfortable stimulation following a fall (and a device diagnosis was not applicable). The event was related to the device or therapy, not related to the implant procedure, and not due to programming. Of note, the date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016 11:44:14.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, device code (B)(4) does not apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.